Event description:
It was reported that during a nephrectomy procedure, after placing the stapler at the right location to take the renal vessels, the surgeon felt that there was increase force to fire than what he is normally used to. He then said that the stapler misfired and only deployed half the staples. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.